Manufacturer narrative:
Upon receipt of these blast shields at our quality assurance laboratory, these devices were thoroughly analyzed. Visual analysis of the returned devices identified the lens was damaged in the center and had burnt marks. The console was also serviced at the customer's site. The field service engineer (fse) found light damage on both blast shields and replaced both, restoring console functionality. The console passed full functional and electrical safety testing. Based on the analysis results, it is most likely that the damaged component could have affected the device performance and its integrity leading to the reported event.

Event description:
It was reported that the laser is making loud noises when starting up the machine. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the laser is making loud noises when starting up the machine. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.